Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The cause of the delivery issue was patient condition the impella was unable to pass through due to patient anatomy. There was a kink between to catheter and the motor housing as well as per the clinical description provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported a patient was attempting to have an impella 5.5 implanted due to non-st elevated myocardial infarction. Upon attempted delivery, multiple attempts were made to advance the impella, but the doctor was unable to advance the impella into the aorta. The patient had difficult anatomy, and there was a kink in between the catheter and the motor house. The impella 5.5 was aborted and removed.